Event description:
It was reported during surgery that while screwing in headless compression screw the driver tip broke. The surgery was completed with a backup driver with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00078 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw was unknown. Based on the information received, the root cause could not be determined.